Event description:
That customer was hospitalized for low blood glucose levels. Md was unable to verify any customer information. Md wanted to know how to disconnect customer from pump due to low blood glucose levels. It was reported that customer did not eat enough which may have contributed to low blood glucose levels.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete.